Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 a telephone call obtained information from the friend/family member of a patient. It was reported that the cause of t he high blood pressure was not believed to be the device, and the patients weight at the time of the event was (B)(6) lbs. The patient did not have a history of hypertension and doing alright now, not perfect but the high blood pressure was going away. No additional patient symptoms, and not additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy, spinal pain. It was reported that the patient was in the hospital. The night before going into the hospital the patient rolled over while in bed and felt an uncomfortable increase in stimulation. At the hospital the patient's blood pressure was reported to be 230/110, and that the patient needed to turn off the implantable neurostimulator for a test to be performed. While attempting to turn off stimulation the patient programmer (pp) would not power on. A replacement patient programmer (pp) was sent. No additional patient symptoms, and no additional device complications were reported for this event.